Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. The caller's coumadin dose was held for 2 days based on the reported meter and lab results. No adverse event reported. Requested return of suspect system and replacement was sent.